Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failing downstream occlusion pressure test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing , 'failing the downstream pressure tests over and over' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor and an out of adjustment downstream tubing guide. The downstream sensor and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.